Manufacturer narrative:
A philips field service engineer went to the customer site to gather system logs for further investigation. However, the service engineer was unable to retrieve system logs from the system. The lack of system logs prevented additional investigation to determine the root cause of the issue. The system has been placed back into service with no additional complaints regarding this issue reported by the customer post notification. H3 other text: system logs were unretrievable for evaluation.

Event description:
A customer reported two exams were performed under the same patient name. The customer was instructed on how to append and separate the exams to resolve the immediate issue. The issue was obvious to the user and there was no harm to the user or patient associated with this event.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. System logs and workflow are being evaluated for this issue.

Event description:
A customer reported two exams were performed under the same patient name. The customer was instructed on how to append and separate the exams to resolve the immediate issue. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.